Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system) was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology is unknown. It was reported that the patient presented emergently with a ruptured juxtarenal aneurysm. The patient was taken to the operating room for an open repair. The physician commented that the patient most likely had neck degeneration over time, that then led to a type I endoleak and possibly stent graft migration once proximal seal integrity was lost. The physician further commented that had this patient followed the proper follow up protocol, they could have avoided the urgent treatment. The patient had been lost to follow up. No additional clinical sequelae were reported and the patient is fine.